Manufacturer narrative:
The customer checked for blockage in the wash tower and found none. A field service engineer (fse) went on-site (B)(4) 2011. Fse discovered that the vacuum pump was no longer producing vacuum pressure and replaced the pump. Repair was verified per established procedures and results met published performance specifications. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting vacuum errors and a fluid leak coming from the access 2 immunoassay system. The leak was caused by an overflowing wash tower in conjunction with vacuum failure. The spill was resolved per normal laboratory procedure. No injury or user exposure was reported and no erroneous results were generated.